Event description:
The plaintiff was diagnosed in september of 1999 by md as being allergic to latex. Plaintiff worked as a nurse and as a result of exposure to latex gloves plaintiff has become sensitized to latex and may no longer work as a nurse at any medical facility or for any medical health service or in private practice and is now subjected to increased health risks. Plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Plaintiff has suffered substantial injury, pain, and suffering as well as economic loss. Plaintff has suffered humiliation, anxiety, embarassment, outrage, and other mental suffering and emotional distress. Finally, the plaintiff's spouse, has suffered the loss of consortium, support, services and companionship of the plaintiff.